Event description:
It was reported that patient faced infusion set cannula bent event on (B)(6) 2026. The blood glucose level was high, and the patient was treated with insulin injection pump therapy.

Manufacturer narrative:
E1: event country: (B)(6). Name: medtronic minimed country: united states of america. Address ¿ line 1: 18000 devonshire street. City: northridge. State: california. Zip code: 91325¿1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380